Event description:
A malfunction alarm was reported, specifically malf 12, although notable events did not occur prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, which successfully resolved the malfunction, allowing the customer to continue using the pump without recurrence of the issue. The customer acknowledged understanding the instructions to call back if the problem recurred.